Manufacturer narrative:
Batch review performed on 01 july 2019: lot 1852846: (B)(4) items manufactured and released on 12-sep-2018. No anomalies found related to the problem. To date, no other similar events have been reported. Preliminary investigation performed by r&d spine project manager: the available information are not sufficient to determine the real root cause about this failure. It is assumed that the temporary set-screwdriver was accidentally stressed during previous surgeries and/or workshop activity, reaching the highest torsional load. Mechanical test have been performed on the instrument during the design validation activity to prove that the screwdriver is suitable for the intended use, as well as to carried out the expected failure mode when undergoing to the highest stress.

Event description:
During the primary spine surgery, and while placing the set cap into the tulip, the set screw driver broke. Fragments fell into the patient and were retrieved. There was a 1-minute delay and the surgeon used a backup driver the complete the case. The surgery was completed successfully. The set screw driver was from a loaner set.